Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the vial. Visual inspection of the returned product found a small scratch on one haptic. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -8.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vaulting, and significant reduction of irido-corneal angles. On (B)(6) 2017 the lens explanted, and was then exchanged for a shorter lens on (B)(6) 2017. At the date of MDR submission, the lens has been returned, but not yet evaluated.